Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was using two cartridges of strips that expired in 2020 and 2024. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". The user stated that she had an unopened cartridge of strips to test with that were not expired. She also stated that she will test with these strips and will contact dario if further assistance is needed. The high bg readings were most likely due to the misuse of the strips. There is not enough information available regarding the meter and the new cartridge of strips to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported receiving from her dario meter bg readings of 265 mg/dl compared to a bg reading of 190 mg/dl with her non-dario meter.